Event description:
Patient's spouse contacted clinical hotline at 16:30 hours (approximately 48 hours following bilateral bernia repair procedure). After using bathroom, patient noticed that their lip was swollen. Symptoms appeared suddenly. Patient denied difficulty breathing or swallowing. Hotline rn advised patient to close tubing clamp on infusion pump (administering bupivacaine 0.5%) and immediately contact their doctor. Hotline rn also emphasized that if patient experienced any difficulties breathing or swallowing, they needed to go to the emergency room at once. 17:30 hours: hotline rn called patient to follow-up and learned that patient had already gone to ER due to swelling having worsened. The next day, hotline rn spoke with patient who informed here that they had gone to the emergency room because the swelling had progressed to their face and chin. Patient was given medication in the mergency room and swelling was almost gone at that point. Pump was removed from patient without further incident.